Manufacturer narrative:
The pump was received with intermittent button response and button error alarms due to corroded keypad traces. No frozen display was noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump would shut off without warning. He stated that he would put in a new battery with no effect. He stated that the screen was frozen and that he changed the battery again and ran a self test. He then received a button error alarm. The blood glucose reading was 152 mg/dl. Customer did not recall any significant event leading to this issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.